Event description:
It was reported by user facility's biomedical engineer (biomed) that during the use of the device for a non-clinical activity (equipment testing), there was a "belt slip" error message on the roller pump. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis was performed and the logs confirmed the reported 'belt slip' condition. No additional action will be taken at this time.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed oil leaking from main bearing onto the encoder wheel and drive belt causing "belt slip" to occur. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.